Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient reached out noting that they've had several devices over the years and they love them. Patient noted having a new urologist who recently "installed" a new device approximately 6 months ago. About 2 months ago the patient noted that the device started "flipping" on it's side "like a dime standing on it's edge" which was very visible. Patient saw the doctor a few weeks ago and noted the doctor casually told them this "is normal" and not to worry about it. Patient noted this has never happened to them with previous devices. Patient noted their doctor explained that "sometimes the [device] comes out of the "pocket" it is placed in." Patient wanted a professional opinion asking if the device is placed into a "pocket" when it is put into the body and asked if the "pocket" is "sealed, i.e. Stitched shut?" Patient also wondered if it is normal for the device to slip out of the pocket.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the steps that were/will be taken to resolve the issue of the device flipping on its side was "I don't know yet. The original surgeon refuses to consider it a problem and even now that I'm feeling some pain, [they] still won't acknowledge it. I am trying to see another doctor for follow-up." The patient also noted that on (B)(6) 2025 they "saw another doctor" and patient noted "well they all 'stick together' still flipping and discomfort. They say no problem."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they do not know what step will be taken since their hcp does not see it as a problem. They are still feeling some pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.